Event description:
The customer reports that her husband heard a loud pop and realized the thermometer battery had exploded and it is in pieces. No one was hurt. Arc requested that the customer return the product. A lab analysis for this type of failure was performed on a similar device. The analysis of the batteries included an optical microscopy, CT scan and 2d x-ray and indicated the failure was due to a single component (battery) malfunction. Report, attached. The suspect batteries have not been used in production units since july 2015.